Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: multiple power on reset events was observed in the black box. The pump was returned with a crack in the battery compartment along the side. There was no evidence of physical damage on the battery compartment threads. The battery cap threads were also stripped; therefore the battery cap was unable to secure to the pump and the intermittent power issue was duplicated. A test cap was used to complete testing and was able to secure to the pump. The pump was exercised for 24 hours with no further power loss. Unrelated to the complaint, the bolus button cover was torn; however, still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with the pump. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however the yellow o-ring was visible and the battery cap was replaced approximately 4 to 6 months ago. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.